Event description:
A tanning salon operator reported to spectrum products inc., distributor ets inc., that two individuals had rec'd a sunburn that occurred due to a problem with their spectrum mfg sunbed. The tanning salon operator reported that 2 people had been sunburned by the face tanners in their 1994 sunquest 26sx-2f units. According to the salon operator the blue filter glass slid approx 2 inches out of place allowing unfiltered face tanner lamp light to reach the customers face. No info was provided as to the extent of their sunburn.